Event description:
It was reported that the patient experienced generalized abdominal pain which may be attributed to the implanted pacing system. A decision was made by the physician to explant the entire pacing system and re-implant a new system on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned but analysis could not be performed due to legal restrictions. Concomitant medical products: 6984 (2) adaptor implanted (B)(6) 2006, 6726 (2) adaptor implanted (B)(6) 2006, 5076-85 implantable pacing lead implanted: (B)(4) 2006, 419388 implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.